Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since brain tissue has been dissected / cut in another region of the brain than intended with the brainlab device involved, and therewith could, in a worst case scenario, lead to harm of critical structures within the brain, although: there is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. According to the hospital, the tumor could be successfully removed with the aid of navigation through the initially created craniotomy, there were no negative clinical effects for this specific patient due to this issue, and no remedial actions were necessary, done or planned for this patient due to this issue. According to the results of technical investigation and the information provided by the hospital, it can be concluded that the root cause for the detected inaccuracy is a suboptimal point acquisition by the user during initial patient registration (surface matching) which caused the brainlab cranial navigation software to not find a match between the virtual display of the preoperative image dataset and the actual patient anatomy that was as accurate as desired for this specific case. This was apparently not detected during the required accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for removal of a left parietal tumor was planned to be performed with the aid of the brainlab cranial navigation system version 3.1. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder. Performed the initial patient registration (with surface matching) to match the virtual display of preoperative scan to the current patient anatomy and verified the accuracy of registration with a satisfying result. Performed a craniotomy with the aid of navigation. Dissected tissue to reach the tumor, but could not see abnormal tissue when reaching the location where the navigation indicated the tumor. Verified navigation accuracy and detected shift between navigation information and actual patient anatomy of about 4 cm. Tried to re-establish the registration with paired point matching, which was not successful. Lifted the drape on the face of the patient and performed a new registration with surface matching and verified the accuracy of registration with a satisfying result. Continued with the surgery and removed the tumor successfully craniotomy with the aid of navigation through the initially created craniotomy. According to the hospital, the tumor was successfully resected, there were no negative clinical effects for this specific patient due to this issue, and no remedial actions were necessary, done or planned for this patient due to this issue.